Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 33-year-old female patient who had essure (batch no. D19666, d13385) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical cancer, carpal tunnel syndrome, panic attacks, uti, uterine retroversion, ovarian cyst and paratubal cyst. Concomitant products included amitriptyline, bupropion, buspirone, clonazepam, ethinylestradiol;norgestimate (ortho-tri-cyclen lo), gabapentin (gaba), ibuprofen, minerals nos;vitamins nos (prenatal plus), naproxen, ondansetron and sumatriptan. On (B)(6) 2016, the patient had essure inserted. In july 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), attention deficit/hyperactivity disorder ("psychological or psychiatric problems ¿ adhd"), depression ("depression / psych injury") and anxiety ("anxiety and mental anguish / psych injury"). The patient was treated with surgery (she had salpingectomy (bilateral).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, attention deficit/hyperactivity disorder, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, attention deficit/hyperactivity disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic pain/ abdominal pain, general abnormal bleeding, bladder/urinary problems. Discrepancy noted for lab data in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: depression, adhd, anxiety, pelvic pain batch no d13385 production date 2014-09-30 expiration date 2017-09-28 . Batch no d19666 production date 2014-10-21 expiration date 2017-10-28 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 33-year-old female patient who had essure (batch no. D19666, d13385) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical cancer, carpal tunnel syndrome, panic attacks, uti, uterine retroversion, ovarian cyst and paratubal cyst. Concomitant products included amitriptyline, bupropion, buspirone, clonazepam, ethinylestradiol;norgestimate (ortho-tri-cyclen lo), gabapentin (gaba), ibuprofen, minerals nos;vitamins nos (prenatal plus), naproxen, ondansetron and sumatriptan. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), attention deficit/hyperactivity disorder ("psychological or psychiatric problems ¿ adhd"), depression ("depression / psych injury") and anxiety ("anxiety and mental anguish / psych injury"). The patient was treated with surgery (she had salpingectomy (bilateral).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, attention deficit/hyperactivity disorder, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, attention deficit/hyperactivity disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic pain/ abdominal pain, general abnormal bleeding, bladder/urinary problems. Discrepancy noted for lab data in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: depression, adhd, anxiety, pelvic pain. Most recent follow-up information incorporated above includes: on 7-oct-2019: plaintiff fact sheet and medical record received. Events: abnormal bleeding vaginal, menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), adhd were newly added. Event psych injury was updated to depression, anxiety and mental anguish. Patient demographic information updated. Product information details updated. Other relevant history updated. Lot number newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (she had salpingectomy (bilateral).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: she received treatment for pelvic pain/ abdominal pain, general abnormal bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: reporter details were updated and added patient demographics. Added events abdominal pain, general abnormal bleeding, psych injury, bladder/urinary problems. Updated event physical pain/ pelvic pain (previously reported as physical pain) and incident category. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.